Event description:
The customer reported that the device malfunctioned during a laparoscopic hysterectomy. It was reported that the jaws were sticking and it was not sealing as it did in the beginning.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.